Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lead exhibited a high out of range shock lead impedance measurement of greater than 200 ohms. Technical services (ts) recommended programming options and defibrillation threshold (dft) testing. This device remains in service. No adverse patient effects were reported.